Event description:
It was reported by patient there was swelling, discomfort, and fatigue after implant of the ICD. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).